Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 1. The programmed fill volume was 2500 ml and the ultrafiltration reading was 1580 ml, indicating the home patient (hp) drained 1580 ml more than their programmed fill volume of 2500 ml. This information gave a total drain volume of 4080 ml, which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test for an unrelated issue. The device was determined to meet specifications relative to the iipv found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the logs was determined to be: insufficient drain-false empty detect and use error inappropriate bypass of low drain volume alarm. The label review found the labeling adequate for the use error in this complaint. A review of the previous service record identified no issues that may have contributed to the issues of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received.